Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occulsion at site event on 21-jun-2024. Patient replaced infusion set and resumed insulin successfully. No further information available.